Manufacturer narrative:
The device was requested for investigation but was not available.

Event description:
The customer complained of questionable high glucose results for 1 patient tested on two different accu-chek inform ii meters on two separate days. The accu-chek inform ii meter serial numbers were (B)(4) (meter a) and (B)(4) (meter b). At 16:30 the glucose result from meter a was 401 mg/dl. At 16:34 the glucose result from meter a was 171 mg/dl. At 17:07 the patient had a laboratory glucose result of 129 mg/dl. The customer did not believe the first glucose result to be accurate as the patient had never had a glucose result that high before. The glucose result of 171 mg/dl from meter a and the glucose result of 129 mg/dl from the laboratory were deemed to be correct. The customer did not know if the patient's finger was cleaned prior to the first glucose result. The customer also believed that the wrong patient identification might have been scanned for the first glucose result. The customer did not know if the same or a different vial of strips were used. On (B)(6) 2018 at 16:46 the glucose result from meter b was 405 mg/dl. On (B)(6) 2018 at 16:48 the glucose result from meter b was 120 mg/dl. Prior to the second glucose result, the patient's finger was cleaned as they were eating candy. There was no treatment provided based on the high glucose results from the meters. There was no allegation of an adverse event. The customer's current condition was provided as stable. The customer did not know why the patient was admitted, did not know if the patient has a normal hematocrit, or if the patient had any blood flow issues. The customer performs control testing daily on the meters and the results have been acceptable. The customer had no known concerns with storage or handling of the strip vials. The suspect product was requested to be returned for investigation, but the customer stated that they have no strips available to return. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.